Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01266.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to blood clots in lung. Patient is alleging tilt, vena cava perforation, inability to retrieve the device, and organ perforation. The patient is further alleging fear, stress, anxiety, loss of enjoyment of life, and limited physical activity. Per report from CT (computed tomography), "examination is performed for evaluation of the ivc filter: 1. Filter tilt: normal 2. Position of the filter: apex of the filter is at the level of the renal veins. 3. Perforation beyond ivc: 4 of the struts extend beyond the lumen of the icc. - anterior strut, 9 mm to the small bowel (coronal 31) -left lateral strut, 12 mm to the anterior abdominal aorta into calcified plaque (coronal 32) - posterior strut, 12 mm anterior l3 vertebral body (parasagittal 47) - right lateral strut, adjacent mesentery, 12 mm (coronal 35) 4. Strut integrity: there is straightening of the perforated struts, however there is no obvious fracture 5. No clear evidence of ivc stenosis."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.